Manufacturer narrative:
This is one of four complaints for the finish goods lot for this issue. The device history record (DHR) review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause for the reported event could not be determined. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is one of four complaints for the finish goods lot for this issue. The device history record (DHR) review shows the order was built and released per specification. The returned wet sample was visually inspected and a slight bend in the manifold tubing¿s was confirmed; however, this slight bend would not cause affect the functionality of the fms as the slight bend did not cause an obstruction of the manifolds. It should also be noted that one of the ID tabs were broken off. The sample was not able to be functionally tested because the broken ID tab; however, since the sample was wet when returned the ID tab did not become broken until after the initial testing of the sample by the customer. While the customer¿s complaint of a slight bend in the tubing was confirmed this type of a slight bend is only cosmetic and would not affect the performance of the product. The cause of the slight bend could not be definitively determined with the information available to date; however, this defect is consistent with a defect observed when the tubing is improperly placed in the tray during the manufacturing process. The sample was not able to be functionally tested because the broken ID tab; however, since the sample was wet when returned the ID tab did not become broken until after the initial testing of the sample by the customer. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing kinked tubing which caused fluidics and irrigation issues during the procedure. The tubing was pulled straight down and taped to remove the kink and surgery was completed without patient harm. No sample is available for evaluation. Additional information has been requested.